Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a healthcare professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched but has not been received.

Event description:
Attorney alleges that as a result of the lead, the patient "suffered extreme physical injury, extreme emotional and psychological distress which included sudden death" and "had an increased risk of death or major cardiovascular event." Review of manufacturer's database verified patient death. There is no allegation from a healthcare professional that the death was device related. The cause of death has been researched and not received.